Manufacturer narrative:
Investigation summary was not attached in 1020279-2017-01107 follow-up 002.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.

Event description:
It was reported that the insert was removed from the patient and replaced with another insert one size bigger.